Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: date: 2009 inratio: 1st inr = 2.2, 2nd inr = 1.6, 3rd inr = 3.0, 4th inr = 3.1. Satisfied with accuracy of his strips. Will send back 5 remaining strips of lot # 080693a as expected. No further action required from l2.

Manufacturer narrative:
The product will not be returned. In-house precision test; 2 therapeutic donors were tested with retained strip: 080693a with inratio meter: in-house meters and both samples pass the acceptance criteria for precision. No further action is required. No corrective action is required at this time, as no product deficiency was established. No further investigation is required at this time.